Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. Technical services discussed some programming options. The doctor may consider some medical management of the patient's rhythm. There were no additional adverse patient effects. The system remains implanted.